Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mid left anterior descending (mlad) with heavy calcification and moderate tortuosity. After implantation of a 4x28mm non-abbott stent, the 4x15mm nc trek balloon dilatation catheter (bdc) was advanced with resistance for post-deployment. However, the balloon ruptured after 5 seconds at 12 atmospheres (atm). Therefore, the bdc was removed from the patient and a pinhole rupture was confirmed. No additional treatment was performed to complete the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.